Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). Initial reporter facility provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via email on 26feb2025, they were waiting customer approval. Per sample evaluation results on 09jun2025, chiller pump and chiller assembly were defective.

Manufacturer narrative:
The initial reporter phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated. Device had a cooling malfunction. Alert 113 was observed in the device and the chiller pump was contributing to this failure. Chiller pump was replaced. This device was evaluated for functionality per (B)(4) rev0. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via email on 26feb2025, they were waiting customer approval. Per sample evaluation results on (B)(6) 2025, chiller pump and chiller assembly were defective.